Manufacturer narrative:
Per the device instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure and use of the transcatheter avr devices. There are several factors that can contribute to vascular complications including patient anatomy, vessel characteristics, and procedural factors. The exact root cause for the reported vessel dissection in this cannot be confirmed. The patient's minimal luminal vessel diameter was among the recommended range for the use of this sheath on the edwards thv physician training guide; however, as found through the investigation, the bleeding occurred after deployment of a closure device, which could have also contributed to the vessel injury. Furthermore, per the report, the vessel tear was not caused by a device malfunction. Review of the sheath device history records shows that the device met specifications prior to distribution. No additional actions are possible at this time.

Event description:
Per report, a left femoral tear was found after the removal of the edwards 22 fr retroflex 3 sheath and deployment of the closure device in a transcatheter aortic valve replacement procedure (tavr). This access site vessel injury required surgical repair and transfusion of 2 units prbc. Percutaneous access was pre-closed using a closure device. Crossover technique was implemented during sheath removal. Surgical repair was successful and the patient left the room in stable condition. The access vessel minimal luminal diameter was 7.0 mm with mild calcification and mild tortuosity.